Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 36 to 55 mg/dl at the time of the incident. The customer was at 143 mg/dl at the time of the call. The customer was used candy to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. The customer had other low incidents as well. The insulin pump will be returned for analysis.